Event description:
A malfunction was reported on the pump by the caller, indicated by malfunction code 12, which had occurred on multiple days prior. There was no adverse impact to the customer¿s blood glucose level. The customer independently reset the pump each time the malfunction occurred and was advised by technical support to replace the pump. The customer will continue to use current pump for insulin therapy.